Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd894079 and gd895045. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis, which manifested by cloudy effluent and an elevated white blood cell count. The patient was not hospitalized for this event. The patient was treated intraperitoneally with vancomycin (1gm, three times on unspecified occasions) and cefepime (1gm, 14 times on unspecified occasions). The patient was recovering from the peritonitis at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 for this event.